Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information recieved from the healthcare professional (hcp) indicated that the patient's weight was 235 lbs. It was reported that the hcp was involved in the routine pump replacement. The hcp stated that everything went well for the first few days, then on day three, the patient was very sleepy. The hcp stated that the patient was admitted for work-up and pump dose decreased and 'he was fine'. The hcp did not know anything additional regarding the event.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient had a new intrathecal baclofen pump placed for old system that was at end of life and it was believed that the patient was possibly receiving too much baclofen post-operative due to the new system functioning more effectively. Actions/interventions included imaging was obtained to rule out system discontinuity and normal. Subsequently, the baclofen dose was decreased 10% with resolution of symptoms. The symptoms resolved with a 10% decrease in baclofen pump dosing. Per the history of present illness on the medical notes provided, the patient felt his normal state of health before the replacement pump was placed on (B)(6) 2023. He denied feeling that his spasticity was getting worse or that the device was noticeably less effective. He tolerated the procedure well and was able to go home the next day. The patient felt at baseline after the surgery, but around sunday evening he started feeling excessively tired, like he was unable to keep his eyes open and sleeping the whole day on monday. The patient also reported feeling unsteady on his feet, usually was able to walk with his cane and ankle¿foot orthoses (afo) but did not feel steady enough to walk for the past couple of days. He went to the hospital on (B)(6) 2023 and toxic metabolic workup was unremarkable. Capillary transit time heterogeneity (cth) showed nothing acute, only known right encephalomalacia and post-surgical changes. The patient was transferred for neurosurgical evaluation and further workup. It was noted the patient did feel that his left upper extremity felt ¿looser¿ than before the surgery, as he usually holds his fingers curled tightly into his palms but now, they were relaxed and he could see his nails. The wife expressed concern that the baclofen pump dose was too high, possibly 2/2 to the new pump being more effective. The patient and wife noted he had been more awake since arriving. It was reported his pump is at a high dose of 1155.36 mcg/day that he gets refilled every 2 months. The pump was last interrogated on (B)(6) 2023. Kidney, ureter, and bladder (kub) x-ray showed the distal tip of the pump catheter, projects over the inferior endplate of the l2 vertebral body. Of note, the pump catheter was not within the field of view at its origin from the device. As such, unable to evaluate the catheter in this area. It was reported current presentation could be 2/2 to increased efficacy of the new baclofen pump causing a higher level of medication than the patient was used to, but would recommend continuing to rule out other causes of increased fatigue. It was noted it was not likely post-ictal, as the patient had been controlled for the past 6 months on levetiracetam (lev) 1g twice a day and he had no events of seizure. The patient¿s discharge summary was provided with a date of service of (B)(6) 2023. The hospital course indicated that the patient had a baclofen pump exchange on (B)(6) 2023 and presented on (B)(6) 2023 with fatigue for two days. The patient was admitted from the emergency department on (B)(6) 2023. The patient was feeling normally immediately after surgery but beginning two days prior was unable to keep their eyes open and felt unsteady at their feet. Kub with no evidence of discontinuity. The baclofen was dialed down 10% and the patient felt much improved on (B)(6) 2023 and was discharged home in satisfactory condition with a scheduled neurosurgery follow-up on (B)(6) 2023.

Manufacturer narrative:
H6. Eval code conclusion code: d12 was corrected to d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient representative regarding a patient receiving unknown baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient was in the hospital thursday for a pump replacement and was back today because the patient was getting "too much medication" and the patient was overdosing. The patient representative also mentioned they cannot find a manufacturer representative to "test the pump." The patient representative stated the patient noticed the issue on monday. The patient representative stated they have been to two different hospitals in the past 24 hours. The patient representative was redirected to the patient's healthcare provider to further address the issue.